Event description:
It was reported that the patient's hip was dislocating so the surgeon decided to revise the cup, head, and liner. He implanted a 54 tritanium revision cup with mdm and a 28mm +0 head. The patient displayed great stability intraoperatively.

Manufacturer narrative:
An event regarding dislocation involving a tritanium shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: insufficient medical records were provided for review. Device history review: all devices accepted into final stock met specification. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that the patient's hip was dislocating so the surgeon decided to revise the cup, head, and liner. He implanted a 54 tritanium revision cup with mdm and a 28mm +0 head. The patient displayed great stability intraoperatively.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.